Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the synchroseal instrument would not function properly when fired. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was installed and operated on an in-house system. It successfully passed recognition and engagement testing on all three attempts and was properly recognized by the e-100 generator. The instrument demonstrated intuitive movement with a full range of motion in all directions, and the grips opened and closed as intended. Sealing and transection functions were performed successfully. No physical damage was observed during evaluation. Two e-100 recoverable errors were noted; however, they were not attributed to the instrument. A high impedance error may occur when excessive tissue is grasped between the jaws during sealing or transection. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Instrument errors or complications reported by the user, in the absence of a confirmed product defect, may be attributed to user-related factors such as misuse, improper handling, or other conditions not directly associated with the device.

Event description:
Refer to h11 for follow-up information.